Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had under delivery. The customer¿s blood glucose value was 472 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The customer did not treated for high blood glucose level. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering because of high blood glucose value after two weeks of troubleshooting performed. The insulin pump will not be returned for analysis.